Manufacturer narrative:
Case information including related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 monster screw system. Two of the screw driver attachment, solid, ao, hx-6 was reported broken during surgery. This is incident 2 of 2 for this report.